Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly started installing system updates in the middle of a procedure. Customer noted that the device installed system updates recently and did not require a reboot. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated device's log files and discovered that auto reboot to install system updates was not enabled. The technical support specialist found that a critical error occurred associated with the system being rebooted without clearly shutting down. The technical support specialist determined that the unexpected reboot was due to the operating system error and since updates has already been downloaded therefore the installation started at that time. The reboot itself was not the cause of the updates download. The technical support specialist recommend the customer that a reimage on the device would be needed to prevent future occurrence. A field service appointment has been scheduled for reimage. If additional information becomes available, a supplemental report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started installing system updates in the middle of a procedure. Customer noted that the device installed system updates recently and did not require a reboot. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, d4, d5, e3, g1, h2, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-sep-2020 to 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system began installing updates during a procedure due to a critical operating system error. A technical support specialist recommended reimaging the station; however, customer confirmed that there were no further instances of the issue recently. The system functioned as intended assessed by the technical support specialist.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started installing system updates in the middle of a procedure. Customer noted that the device installed system updates recently and did not require a reboot. The nature of the procedure was not disclosed. Patient or user harm was not reported.